Event description:
The healthcare provider reported that the viality device had a severe continuous leaking during the harvesting and washing phase from the bottom of the canister making it impossible to use the unit and needed to open up a second one - delayed the case at least 30 minutes in all.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Patient age defaulted to "99" as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Tiger aesthetics medical complaint # (B)(4). Device evaluation: g3, g6, h2, h3, h6, h10. Tiger aesthetics medical performed an evaluation on a different batch/lot#. The reported issue is confirmed. The cause is most likely due to the poor retention of the foam tray to the bottom of the chamber assembly. A leak can develop between the foam tray and sliding drawer is a known issue and is being addressed. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.